Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation; four events were confirmed during testing. Four devices were found to be affected by disassembly. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the devices disassembled. Five reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a knob detent broken off.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the devices disassembled. 5 reported events had no patient involvement; no patient impact.